Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter would not power on. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient on (B)(6) 2013. The patient reported that the alleged power issue started on an unspecified day in (B)(6) 2012. The patient informed the mss that she manages her diabetes with a combination of insulin (lantus and novolog) and oral medication (type unknown). The patient stated when the power issue occurred she saw her hcp who threw out the subject meter and gave her a different brand meter to test with. The patient stated that she eventually ran out of the testing supplies provided by her hcp for her other device and when she attempted to re-order supplies for the other device discovered that her insurance did not cover that specific brand. The patient claimed that as a result she discontinued testing her blood glucose. The patient reported that for a period of two weeks she also discontinued taking her insulin and oral medication because she did not know what her blood glucose levels were. The patient stated that sometime in december she was hospitalized for 2-3 weeks after developing symptoms of "dizzy, not feeling well and out of it". The patient reported that she was told her blood glucose was over 500 mg/dl at the time she was taken to the ER. The patient confirmed she was treated with insulin for the high blood glucose excursion. The patient mentioned she remained hospitalized because she had also had a stroke. At the time of the initial call to lfs, the patient reported she no longer had the subject meter available. Replacement product was sent to the patient. This complaint is being reported because, the patient was reportedly treated for hyperglycemia by an hcp after the alleged meter power issue occurred.